Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5054-58, lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported by the patient that the patient developed a hematoma and swelling after implant of the cardiac resynchronization therapy pacemaker (crt-p). The hematoma was removed from the surgical area during two separate procedures approximately two weeks after implant. The crt-p remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.